Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. The aortic measuring approximately 10mm, it contained moderate thrombus and appeared conical in shape on the angiogram. It was reported that the stent graft was successfully implanted; however, the final angiogram noted that there was a proximal type I endoleak. This was ballooned a couple of times followed by implant of a palmaz stent which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short, conically shaped aortic neck), device failure/lack of effectiveness related to patient condition (short, conically shaped aortic neck).